Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as customer had issue with infusion set and cannula was bend. The customer¿s blood glucose level was over 510 mg/dl at time of incident. Customer refused to troubleshooting. The insulin pump will not be returned for analysis.